Event description:
It was reported that a patient was experiencing high cobalt levels. Initial reported stated she is a friend of patient trying to find information.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has not been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.